Event description:
I just read the alert about metal content of patches and a caution with MRI's, but I have been teaching paramedics, and others for years and years, and when they use a defibrillator, you also run the risk of arcing and burns! The lit citations I use are very old but still, they are relevant. With more and more use of AED's, I would think that FDA or some agency should also put out warnings for anyone using a defibrillator.